Event description:
Procedure: lobectomy. According to the reporter: the product both loaded and fired without incident. On the vascular side, the staple line was fine. On the lung side, it gave away and they had to convert to open quickly as the pulmonary artery was involved. No further information is available.

Manufacturer narrative:
(B) (4).